Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error" and could not be cleared despite troubleshooting attempts. The aquabeam handpiece was replaced with a new one which resolved the issue. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Visual inspection confirmed the presence of fluid ingress on the handpiece motorpack connector board, causing the e22 ¿ motorpack error. Thus, the root cause was determined to be fluid ingress. However, the exact source of the fluid ingress could not be determined. A review of the device history record (DHR) for aquabeam handpiece lot number 24c02490 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, us (um0101-00 rev f) was reviewed: table 5 lists system detected errors and faults. E22, motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.